Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results with tni was not replicated with in-house retain testing of triage cardiac lot: t16160rn with an in-house calibrator. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Event occurred in the united states of america. Customer is validating a new triage for troponin and using his abbott architect for method comparison. They are claiming correlation issues with tni on triage cardiac vs abbott with 7 patient samples. Patient symptoms, treatments, discharge diagnoses: unknown. Patient medications: unknown.